Manufacturer narrative:
During testing, the pump was powered on and the display screen appeared fully functional and illuminated. The complaint of a display issue was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A leak test was performed and failed, indicating a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.